Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer stated that vidaza 120mg was infusing with normal saline piggy back when the patient alerted the nurse there was a leak of IV fluids. It was an unknown amount that leaked and the doctor decided not to administer more medication than what was previously ordered. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 500ml baxter bag (B)(4), lot number: y249722, exp jan 19 0.9% sodium chloride; 100ml baxter bag azacitidine. The customer¿s report of a leak of IV fluids was confirmed. Visual inspection of the sets observed the suspect texium closed male luer was attached at an angle and not correctly/completely seated onto the concomitant set¿s smartsite. Evidence of the cross-threading was observed on the female luer end of the concomitant primary set¿s smartsite. Functional testing observed a leak at the connection between the suspect texium closed male luer and the concomitant primary set¿s proximal smartsite. Additional functional testing after reattaching the suspect texium closed male luer to the concomitant primary set¿s smartsite correctly with no cross-threading of the two components observed no leaking at the connection or any other components, tubing, or connections. The root cause of the leak was due to the male luer end of the suspect texium closed male luer being cross-threaded onto the concomitant primary set¿s proximal smartsite.